Event description:
It was reported that following initial implantation, pericardial effusion and tamponade were identified by echocardiography. It was highly suspected that the lead tip had migrated as the time elapsed following procedure, and caused perforation of the lead. Medical treatment was given and the patient is being monitored. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.